Event description:
Customer reported he has been having issues with the keys on the insulin pump responding for about a year. Customer works in a damp environment and works in the rain. Customer does not recall blood glucose event but issues has not caused any serious injury or hospitalization. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. Customer also reported he was currently experiencing high blood glucose over 300 mg/dl because the device was not delivering insulin. Time and date were incorrect. Troubleshooting was not complete due to customer was at work and had to go. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. However, the device passed functional testing that was performed. No moisture damage was found inside of the device. The device also had cracked case at display window corner, reservoir tube lip, and severely scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.